Event description:
A pt with a heavily diseased/calcified (lad) left anterior descending artery was scheculed for elective angioplasty, and after successfully engaging the artery with a ebu 3.0 and gaining wire position with a bmw universal, the proximal portion of the lad was predilated with a 2.00 x 20mm maverick 2 and then a 2.50 x 20mm maverick 2 balloon, after attempting to deliver the cypher select unsuccessfully, the wire was docked with a bmw universal doc wire and the guide catheter was exchanged for an ebu 3.5, the wire was also changed for a choice pt, the cypher select plus was then re-introduced, but after several attempts to deliver the stent and the guide catheter backing out several times, the stent was withdrawn. Upon inspection, some of the distal struts had flared out and the stent was kept to be returned. The lesion was then pre-dilated again with the 2.50 x 20mm maverick balloon and a 2.50 x 18mm. A cypher select plus was introduced, and was deployed to 16 atmospheres. Then a 3.00 x 13mm cypher select plus was deployed proximal to this at 16 atmospheres, followed by 2 further distal stents a 2.50 x 28mm cypher select plus and a 2.50 x 13mm cypher select plus. There was an excellent angiographic result, and the pt was well upon leaving the cath lab.

Manufacturer narrative:
The lesion was not tortuous. The lesion length 60mm and the diameter was 2.75-3.0mm. The percentage of stenosis was 80%. A total of four stents were deployed to treat the lesion. Qca and vus were not performed. Heparin bolus was given. After the procedure, the stenosis was 0% and timi was measure, but was not provided. The stents were post-dilated to 18 atmospheres with a 2.5x10mm and 3x10mm mercury nc balloon. Antiplatelet was given pre, intra and post procedure. Films are not available. Please note the product, is similar to us. Add'l info will be submitted within 50 days of receipt.